Manufacturer narrative:
(B)(4). The batch review 3708432 showed that the devices were conformed to in process and finished goods specifications when released to stock the 27 aug. 2013. Expiration date: 2016-06 (according to retained labels). No nc was opened. Evaluation statement : the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 2 dissimilar complaints, where the anchor broke or pulled out, for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reported that during a shoulder repair that one of the sutures on the customer's gryphon p br anchor with dual suture and one of the sutures on their healix advance br 4.5mm with 3 sutures broke when tying the knots. The gryphon implant broke first and the healix was implanted to help secure the device in the bonehole. The surgeon completed the procedure with the devices with no patient consequences or delay. The devices were secured left in the boneholes. The sales rep reported that the bone quality was good. The sales rep confirmed that the suture was not nicked or frayed by any other instruments and at the time the only device being used was our knot pusher. Please see also medwatch report 1221934-2018-52076.